Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl. The customer stated that he was in a diabetic coma. The customer reported the drive support cap to appear normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and scratched keypad overlay.